Event description:
On (B)(6) 2015, the last time her pump was filled more drug was left in the pump than expected. The hcp (healthcare professional) thought there might be a kink in the catheter. A pump study was done and it confirmed that there was a kink in the catheter. The hcp wanted a second pump study and the insurance company cancelled the appointment. Since (B)(6) 2015, the patient had been in severe pain. The pain was the worst that it had ever been. The pain was so bad that she ¿feels like she is going to die¿. The patient had not been able to sleep. She was a ¿basket case¿ from dealing with the pain. The patient called her hcp on (B)(6) 2015 and they told her to go to the hospital. She took an oral dilaudid and that helped a little with the pain. She was considered going to the hospital, but ¿the lord gave her a break from the pain¿. The patient had not had any falls or trauma. The next pump refill was due (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information received from the consumer reported that, on an unspecified date in (B)(6) 2014, the expected volume removed at refills was double what was expected; the volume expected and removed was not reported. On (B)(6) 2015 the patient stated that they had just come from "the procedure at outpatient hospital to check the pump and catheter." Additionally, the patient reported that on (B)(6) 2015 at 3:30 pm they had a refill, although they stated that a company representative said that they didn't have them scheduled for a refill for another 54 days; the patient wanted to make sure that the manufacturer had the same information as they did. Redirection of the patient to their healthcare provider (hcp) was recommended. Additional information regarding the nature of the "procedure at the outpatient hospital to check the pump and catheter on (B)(6) 2015," results of that procedure, and any actions/interventions taken as a result of that procedure was requested. Additional information was also requested regarding any issues associated with the refill that was planned for (B)(6) 2015. If additional information is received, a follow-up report wi ll be sent.

Event description:
Per the patient, her physician thought that the pump or the catheter was not releasing medication. The patient was going to have a catheter dye study next month on (B)(6). At her refill the week prior to this report, there was more medication left in the pump than expected. This had been an issue since (B)(6) 2015. The patient also stated that they had a hard time refilling the pump at refills. The patient stated that she may need to have the entire pump taken out. The device system was delivering fentanyl and bupivacaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. (B)(4).

Event description:
Further information was reported that there was a volume discrepancy at the last refill (B)(6) 2015. The hcp requested another dye study, as the patient believed there was a possible kink. The patient's insurance had denied the option to do this, and it was noted that the hcp needed to request a peer to peer review per the insurance requirement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the hcp "saved her life". There were no further complications reported at this time.